Event description:
Ous MDR. Boston scientific, crm received information that this right ventricular lead (model 4137) and right atrial lead (model 4136) were explanted one day post implant, as they had high threshold measurements and sensing had decreased. An attempt was made to reposition the leads; however, the screw mechanism did not function as expected. It was suspected that the leads may be fractured. The leads were then removed and two new leads were implanted. Also removed was a dextrus 4137, MDR 1028232-2007-00361